Manufacturer narrative:
The reported event of blood backing up file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported at times, blood will back up into the IV tubing and filter when an infusion is running at a low rate. Normally when this happens, they would disconnect the infusion, flush the line and then start over with new infusion tubing. The medication, blinatumomab, runs as low as 5 ml/hour, and can't be flushed, as flushing can result in complications. The customer is inquiring on recommended pressure settings for infusions that run at a slow rate. There is no report of patient harm.